Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv bipolar and unipolar pacing impedance stable at approximately 420 ohms, except for weeks of 15aug2016 and 26sep2016 when minimum bipolar measurement was <(><<)> 200 ohms. Rv polarity switch occurred on 26sep2016.

Event description:
It was reported that the patient's right ventricular (rv) lead experienced a polarity switch and intermittent undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.